Event description:
Heal study: it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One week post procedure the patient was unable to complete the walk due to an unknown reason and was found to have significant difficulty in describing the symptoms and the series of events. The patient reported to the emergency department before being hospitalized the same day for further evaluation. A computed tomography (CT) of the head without contrast showed acute/subacute appearing stroke along the left frontal lobe. However, the presence of advanced white matter disease limits the sensitivity of the evaluation for the presence of acute ischemia. A CT angiogram of the head and neck with intravenous contrast revealed focal occlusion of the right subclavian artery origin over approximately 1.6 cm segment of the vessel proximal to the origin of right vertebral artery. This may cause symptomatic vertebral basilar insufficiency from subclavian steal. The etiology of stroke was ischemic with diagnosis based on brain imaging (CT). One day later, the event was considered to be recovered/resolved with sequelae and the patient was discharged on the same day to a rehabilitation/skilled nursing facility. Sixteen (16) days post procedure the patient was diagnosed with expressive aphasia for which they were hospitalized. One day later, the event was considered resolved with sequelae and the patient was discharged on the same day to rehabilitation/ skilled nursing facility. It was further reported that prior to the index procedure, heparin was administered. The patient underwent successful placement of a 27 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 23 mm. Six days post procedure, not one week post procedure as previously reported, the patient reported to the emergency department before being hospitalized the same day for further evaluation. Fifteen (15) days post procedure, not sixteen days (16) post procedure as previously reported the patient was diagnosed with expressive aphasia for which they were hospitalized.

Manufacturer narrative:
B6 relevant tests/laboratory data information updated. B7 other relevant history information updated. D4 model number information updated. D4 lot number information updated. D4 catalog number information updated. D4 expiration date information updated. D4 unique identifier information updated. D6a implant date information was corrected to (B)(6) 2023.

Event description:
Heal study it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One week post procedure the patient was unable to complete the walk due to an unknown reason and was found to have significant difficulty in describing the symptoms and the series of events. The patient reported to the emergency department before being hospitalized the same day for further evaluation. A computed tomography (CT) of the head without contrast showed acute/subacute appearing stroke along the left frontal lobe. However, the presence of advanced white matter disease limits the sensitivity of the evaluation for the presence of acute ischemia. A CT angiogram of the head and neck with intravenous contrast revealed focal occlusion of the right subclavian artery origin over approximately 1.6 cm segment of the vessel proximal to the origin of right vertebral artery. This may cause symptomatic vertebral basilar insufficiency from subclavian steal. The etiology of stroke was ischemic with diagnosis based on brain imaging (CT). One day later, the event was considered to be recovered/resolved with sequelae and the patient was discharged on the same day to a rehabilitation/skilled nursing facility. Sixteen (16) days post procedure the patient was diagnosed with expressive aphasia for which they were hospitalized. One day later, the event was considered resolved with sequelae and the patient was discharged on the same day to rehabilitation/ skilled nursing facility. It was further reported that prior to the index procedure, heparin was administered. The patient underwent successful placement of a 27 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 23 mm. It was further reported that the patient was on apixaban prior to consent and screening of the study. When the patient was discharged on (B)(6) 2023, the patient was discharged on apixaban. Six days post procedure when the patient was unable to complete the walk, this was due to onset of confusion. The CT angiogram of the head and neck with intravenous contrast revealed that there was no stenosis, occlusion or aneurysm noted in the arteries. On (B)(6) 2023, the event mrs was 1- no significant disability despite symptoms; able to carry out all usual duties and activities. On (B)(6) 2023, laa imaging revealed left to right (less than or equal to 3) residual atrial septal shunt, moderate thrombus in the descending aorta, and 39 percent left ventricular ejection fraction (lvef). On (B)(6) 2023, a saline contrast study demonstrated that small right to left shunt at rest and moderate small right to let shunt was noted during valsalva test. The right sided pacemaker leads had a small atrial septal shunt and prior echocardiography demonstrated study procedure. The patient was started with aspirin on (B)(6) 2023. During discharge, the patient was recommended to start digoxin 0.125 mg, metoprolol 25 mg and atorvastatin 40 mg medications every day and suggested for the follow up with primary health care provider in 1 to 2 weeks. There was no thrombus as noted on the pacemaker. On (B)(6) 2024, the 90 day mrs was 1.

Manufacturer narrative:
B2: outcomes attrib to adv event - updated to account for medication. B5: describe event or problem - updated with additional event and patient narrative. B7: other relevant history- updated with updated patient medical history details. H6: impact codes- updated to account for medication.

Event description:
Heal study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One week post procedure the patient was unable to complete the walk due to an unknown reason and was found to have significant difficulty in describing the symptoms and the series of events. The patient reported to the emergency department before being hospitalized the same day for further evaluation. A computed tomography (CT) of the head without contrast showed acute/subacute appearing stroke along the left frontal lobe. However, the presence of advanced white matter disease limits the sensitivity of the evaluation for the presence of acute ischemia. A CT angiogram of the head and neck with intravenous contrast revealed focal occlusion of the right subclavian artery origin over approximately 1.6 cm segment of the vessel proximal to the origin of right vertebral artery. This may cause symptomatic vertebral basilar insufficiency from subclavian steal. The etiology of stroke was ischemic with diagnosis based on brain imaging (CT). One day later, the event was considered to be recovered/resolved with sequelae and the patient was discharged on the same day to a rehabilitation/skilled nursing facility. Sixteen (16) days post procedure the patient was diagnosed with expressive aphasia for which they were hospitalized. One day later, the event was considered resolved with sequelae and the patient was discharged on the same day to rehabilitation/ skilled nursing facility.